Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the monitor and power supply were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply was returned to the manufacturer for evaluation. Testing found that the board had an open fuse. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor of the navigation system was not receiving power. It was noted that the issue followed the monitor as the cables were changed without resolution. When connecting a known operational monitor and cable to the navigation system, the monitor would not receive power. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Updated UDI, part number and manufacture date.

Manufacturer narrative:
The monitor cable for the navigation system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor display was blank when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.